Event description:
It was reported by service report that there is hydraulic fluid leaking on the floor from under the foot end jack. It is unk if there was pt involvement, however no adverse consequences are reported.